Manufacturer narrative:
D3 - g1 : corrected. Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, the patient was admitted to the hospital on (B)(6) 2021 to perform a ventricular lead re-positioning due to ventricular threshold elevation. The ventricular lead showed good electrical parameters when tested in the operating room. The patient underwent four re-interventions since implantation. The physician suspected a lead-pacemaker connection issue. It was decided to replace the pacemaker, while the ventricular lead remained implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2020. Reportedly, the patient was admitted to the hospital on (B)(6) 2021 to perform a ventricular lead re-positioning due to ventricular threshold elevation. The ventricular lead showed good electrical parameters when tested in the operating room. The patient underwent four re-interventions since implantation. The physician suspected a lead-pacemaker connection issue. It was decided to replace the pacemaker, while the ventricular lead remained implanted.